Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine source: phone.

Event description:
Customer reporting an alleged false positive sars result. Customer states the result was negative by another manufacturer rapid antigen test. Pcr confirmation testing is pending.